Event description:
The customer reported, a device failure message and the indication of a defibrillation issue. There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.